Manufacturer narrative:
This report is submitted on october 23, 2017.

Event description:
It was reported that the patient experienced inflammation of the mastoid and underwent surgery on (B)(6) 2017 and during the surgery, a decision was made to explant the device.